Manufacturer narrative:
According to the field, the ra lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements and low p-waves. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.